Manufacturer narrative:
Concomitant products: product ID: 8578, lot# n083998, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709, lot# l55917, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s health care provider (hcp) let the pump go dry 2-3 times last year and she went through withdrawal. The specific dates were not known. The pump was infusing dilaudid (hydromorphone). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.